Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that during a check-up appointment, the patient reported increasing pain for a long time of the groin area and left buttock, on a follow-up x-ray of the left hip joint (after implantation of the 2007 recap) showed features of bone atrophy in the area of the hip endoprosthesis, probably due to alval. The patient probably developed alval (aseptic lymphocyte-dominant vasculitis-associated lesion) caused by the toxic effects of elevated serum levels of heavy metal ions (cobalt, chromium, nickel) that are products of friction of the metal surfaces of the endoprosthesis. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.